Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. Connect the power supply and the ventilator will give an alarm of air leakage. Press the humidification tank forcefully to eliminate the air leakage alarm. Release your hand and the air leakage alarm will be given again. The non-invasive ventilator will be normal after the humidification tank is replaced. The issue was observed during testing. The pse replaced humidification tank to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The investigation is ongoing.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer, on the v60, indicating that the connection between the ventilator and the humidification tank is not tight causing air leak. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Resolution and disposition are pending.